Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00213. It was reported that one of the patient's leads migrated. The issue was confirmed via x-ray. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore all leads are being reported.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). Follow-up information indicated surgical intervention took place wherein the l3 lead was explanted and replaced to address the issue. During the procedure, l3 lead was pulled back partially out of the header. The lead had high impedances that was confirmed on testing cable. During removal of l3 lead, a fracture was observed. The port plugs were no longer in place in unused ports and as a result, the physician explanted and replaced the ipg.